Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely vessel below the knee. After a guidewire crossed the anterior tibial artery, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross. Subsequently, the wire was crossed upon the posterior tibial artery, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.